Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report fluid leak on the liberty select cycler. Issue occurred in step 4 of setup. Patient was not connected during incident. Fluid was not discovered in the pump module area. Fluid leaked from the tube going to the heater bag. There was a cut in the heater bag line. There were no alarms/warnings. Patient also reported m01-23 deflate error warning. Warning occurred before step 1 of setup. Patient was not connected during incident. Cycler has been re-setup with new supplies. Replaced cycler due to m01-23 deflate error warning. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Patient will perform capd/manuals. Estimated time arrival (B)(6) 2024. Schedule pick up for (B)(6) 2024. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform capd/manuals. Patient will continue under capd/manuals until the new cycler arrives. The patient confirmed that the cycler set used during the event is available to be returned to the manufactured for a physical evaluation. A sample return kit will be shipped to the patient to obtain the cycler set. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the ic5 on the touch screen had thermal decomposition.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test failed. Failure traced to: touch screen was found unresponsive due to thermal decomposition on ic5. Also, found corrosion on I/o board. Replaced I/o board and liberty cycler works as intended. System air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.